Manufacturer narrative:
A ge service representative performed an on site investigation. The representative found connectors to the collimator interface pcb loose. These were tightened. Also, calibrated collimator stops in mag1, mag2, and in normal modes. The system was then found to be working as intended.

Event description:
The customer reported, the system displayed collimator iris too large. No patient or customer reports of injury.